Manufacturer narrative:
Technical support gave the customer part number for possible replacement. The complaint was confirmed per follow-up with the user facility's biomedical engineer (biomed). He found an open solder joint on the control board. The biomed repaired it and ran the unit at 42 degrees celsius for 2 days with no further issues. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not heating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, blood loss, or adverse consequences to the patient.